Event description:
Allergan aesthetics received a report that a patient received a coolsculpting elite treatment to the submental area on (B)(6) 2023 using the curve 80 (c80) applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
To update treatment area.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting elite treatment to the infra-scapular area on 07-april-2023 and 11-october-2023 using the curve 80 (c80) applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated submental area with coolsculpting may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.